Manufacturer narrative:
Date rec'd by MFR: 11jul2019. Date of report: 12jul2019. The returned touchscreen revealed evidence of a deep scratch on the touchscreen that cause the user interface assembly to fail. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/18/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touch panel did not work. No patient or user harm was reported. Event date not specified, estimate used.